Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, output fluctuated when the unit was set to 18 watts in bipolar mode; no error codes were reported. The procedure was completed with another endostat ii electrosurgical unit. Following the procedure, the biomedical engineer at the account performed testing and reported that the output stabilized when set to a higher range. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event: output fluctuates when set to 18 watts. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.